Event description:
Customer reported meter results of lo, which on the active system indicates a result less than 10 mg/dl, and 112 mg/dl within 10 mins on the active system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.